Event description:
It was reported that during a pci/stenting procedure, stent damage was noted. The lesion was located in the calcified and 99% stenotic mid left anterior descending (lad) coronary artery. When the physician advanced the stent delivery device in an attempt to cross the lesion, resistance was encountered. Upon removal, it was noted that the proximal edge of the stent was "curled up". Another stent was used to complete the procedure. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The device has not been returned for analysis as of this date.